Manufacturer narrative:
Concomitant products: product ID: 3888-28, lot# l39140, implanted: (B)(6) 1996, product type: lead.

Event description:
Information was received about a healthcare professional about a patient implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient¿s device never worked since implant ((B)(6) 1998) and the ins had been removed. However, the four-lead contact remained in the patient. It was reported that the physician curled up the lead and glued it to the patient¿s spine so that it wouldn¿t come out. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.